Event description:
A complaint was received regarding a scan of hi (greater than 500 mg/dl) while wearing the adc device. As a result, on (B)(6) 2022, the caregiver stated the customer "did not wake up" and hcp contact was made. A glucose test of 23 mg/dl was obtained on the hcp meter and the customer was provided intravenous glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.